Event description:
It was reported that the patient's catheter was leaking. Catheter replacement surgery was scheduled for 2008. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available.